Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Post filter deployment, an ascending venogram revealed dense chronic thrombus present in the proximal popliteal, the entire superficial femoral, common femoral, external iliac, and common iliac veins to the level of the inferior vena cava. Thrombolysis was performed, subsequent, ascending venogram revealed markedly improved flow with residual acute and chronic obstruction. Approximately, ten years later, CT revealed the ivc filter was positioned infrarenally, at l3-l4. The filter was abnormally tilted, approximately 45° to the right. The filter apex perforated ~4mm through the right lateral ivc wall. The tilted orientation of the filter caused the struts to be oriented in an oblique fashion. Multiple struts perforated beyond the ivc wall. An additional bent strut protruded directly posterior to the ivc wall by 9mm and abutted the ventral surface of the approximate l3 vertebral body. Approximately, two months later, CT revealed the ivc filter with multiple strut penetrations. One of these struts had penetrated the adjacent aorta. There was associated ivc occlusion with multiple collateral venous structures in the anterior abdominal and chest wall. Approximately, one month later, filter retrieval attempt was made. Forceps were advanced into the infrarenal ivc. After multiple attempts, the filter was grasped just below its tip in successfully pulled into the sheath and removed from the body. Three detached legs were identified, one projecting towards the aorta. An additional attempt was made to remove the 2 remaining legs but was unsuccessful. The received ivc filter comprised of 12 metal wires measuring up to 4cm in length twisted together at one end. Therefore, the investigation is confirmed for perforation of the ivc, material deformation, filter tilt and filter limb detachment. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011), (B)(4).

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated, detached, and tilted. Allegedly filter limbs perforated the ivc extending into the abdominal aorta and duodenum. A removal procedure was successful in obtaining the filter. However, filter limbs remain in a unknown location. The current status of the patient is unknown. New information : it was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter and struts were detached and perforated. The device was removed percutaneously. It was further reported that fractured fragment remains in l4 ivc. The current status of the patient is unknown.